Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During further inspection flickering and a black dot was observed on the image. Also, the ultrasound image had a broken element. It was observed that the ultrasound connector was corroded, and the scope connector was loose. It was also observed that the distal end of the device detached from the bending section. Water infiltration was observed from the connector part. It was observed that the bending section cover glue was cracked. It was also observed that the angle lever play did not meet standard. Lastly, minor scratches were observed on the probe unit due to mishandling of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasonic bronchofibervideoscope experienced no image and was un-restorable. The reported issue occurred in the operating room. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the device had corroded connector parts and looseness in the scope connector, and that the bending part was damaged. It is likely that this occurred due to mishandling. However, the root cause could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿preparation and inspection: carefully inspect the distal end of the endoscope, especially around the ultrasonic transducer. Confirm that there are no flaws, cracks, scratches, or any other irregularities.¿ olympus will continue to monitor field performance for this device.